Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 10186250. The complaint sample has not been received for evaluation and the lot number is known. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an eye care professional (ecp) on (B)(6) 2016 via product complaint form, a female patient experienced an unspecified corneal ulcer, red eye, irritation, burning and stinging associated with contact lens wear. Additional information has been requested but not yet received. Per clarification email received from lvr on (B)(6) 2016, the symptoms have resolved when the patient returned to the optical shop in (B)(6) 2016. The size and location of the ulcer and the affected eye(s) is unknown as further contact with the end user is not possible.

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 10186250. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 10186250. An update to the manufacturing review was performed. Unopened product from the same lot was returned and found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).